Event description:
On (b(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the keypad cover was found to be intact; no damage was observed. During investigation, the complaint of the keypad button response was not duplicated. All of the keypad buttons were responded appropriately during testing. The keypad cover was removed and no damage was found under the button contacts. Unrelated to the complaint, investigation revealed corrosion in the battery compartment and the pump case was cracked near the top right corner of display. A leak test was performed and a leak was confirmed at the battery compartment crack. The pump case was opened and no further evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.